Manufacturer narrative:
Product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973984. Visual inspections & results: clip in jaws, no; damaged jaws, yes/yielded; damaged cutter, n/a: damaged feed bar, yes/bent: damaged floor, yes/bent: damaged handle shrouds, no: damaged other, no: damaged tip shrouds, no: damaged trigger, no: damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no: jaws: hold clip, no: jaws: inside width at tips, .204 and lockout functional, yes. Analysis conclusion: based upon the inquiry info received and the visual examination and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated durint the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clip spit out of the applier and would not form. There was no reported consequence to the pt. 6/27/97 rep reported the device was fired outside the pt and therefore the clips did not fall into the pt's abdominal cavity.